Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral sacrospinous ligament fixation, enterocele repair and posterior colporrhaphy due to rectocele. Following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia. It was reported that patient underwent urethrocele repair/ cystoscopy and urethroscopy due to urethral prolapse on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, recurrent urinary tract infection, dyspareunia, urinary frequency and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.